Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the harmonic was working fine for most of the case, and then the surgeon realized that the pad had worn out and was hanging off. The decision was made to open a new like device to complete the procedure before the worn pad fell off completely. There were no adverse consequences to the patient.